Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the lead was capped and replaced in a procedure on (B)(6) 2020. The patient's condition was unknown.